Event description:
Per the edwards representative, an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 6 years due to dehiscence, and paravalvular leak. Reported that there were no apparent signs of structural deterioration on the implant. The operative report indicates, " this (B)(6) gentleman had an aortic valve replacement in 2006. On follow-up, he was found to have significant aortic perivalvular insufficiency. More recently, echocardiogram demonstrates that he has severe aortic insufficiency with perivalvular leak. He has preserved ventricular function. He has mild mitral regurgitation." Operative findings indicate, "tee confirms severe aortic insufficiency with preserved ventricular function. Direct inspection of the aortic valve shows structurally it appears to be intact but there is a large dehiscence of the noncoronary cusp near the right non commissural area. There is no evidence of endocarditis and no vegetation. He has significant mediastinal adhesions."

Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: as received, the valve exhibits cut outs in the tissue of leaflets 2 and 3. The sections that are missing, possibly for pathology testing, measure to an average of approximately 3mm at the free margin by 8mm into the cusp area at leaflet 2, and 9mm by 12 m at leaflet 3. Calcification was minimal in the cusp area of leaflet 3, and at the free margin of leaflet 2, detected only in the x-ray. Minimal host tissue encroached onto the tissue inflow and into the orifice by approximately 2-3mm. Host tissue overgrowth was minimal to moderate at the stent inflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates the explanted device exhibited minor calcification and pannus growth, as seen in the remaining tissue. However, the reported dehiscence and perivalvular leak could not be evaluated or confirmed; the valve wireform is intact and does not show any distortions. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. It is possible that this explant is related to patient anatomy and/or surgical technique.